Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/4/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh devices were implanted. It was reported that the patient experienced an undisclosed adverse event, requiring one or more invasive medical treatments. No additional information was provided.

Manufacturer narrative:
Patient code: surgical intervention. Device code: - hernia recurrence occurred. It was reported that the patient underwent mesh revision on (B)(4) 2017 due to recurrent ventral hernia.